Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was within range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.